Event description:
On 24 feb 2026, senseonics was made aware of an incident where user received a no sensor detected alert which resulted in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.